Event description:
The following has been reported: pump problem alarm occurred following provisioning after clinical app was loaded at startup check. Logs reviewed by lino indicate a positive leak failure. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The lvp clearly indicated a positive leak during a basic hardware check. The basic hardware check was successful when the pos-vent valve was overridden to stay open and the tubing was clamped, this is an indication of a pos-vent valve failure. Valve lot code is zu3, there is no dot to indicate they were cleaned. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.